Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up received that the patient¿s rv lead will be reprogrammed at their next follow-up appointment.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting increasing/high capture threshold and decreased sensing. In addition, the superior vena cava (svc) coil of the rv lead was exhibiting some impedance fluctuations. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a steady increase in pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed. The rv lead exhibited an increase in rv coil impedance after the svc coil was turned off.